Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their hcp stated that one of the screws were stripped and had to change out the probe to the other screw. Pt had their surgery on june 3rd.

Event description:
Additional information was received from the patient (pt). Pt reported that the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were getting the settings not available message on the controller. Patient said that they tried resetting the controller, but that did not resolve the issue. Agent reviewed screen meaning with the pt. Pt said that they had gone to see hcp on may6th and that the ins was reprogrammed. Pt said that after the ins was reprogrammed, the device was working pretty good, however now it was not working at all as they were not feeling any stimulation. Pt said that they were charging the ins every other day before the ins was reprogrammed. Pt said that hcp said that they wouldn't have to charge the ins as much after the ins reprogramming. Pt said that after the ins was reprogrammed, they were feeling more of a shock than normal, but now they weren't feeling anything. Pt said that usually the stimulation would be cycling with being on for like 13 seconds and then being off for like 18 seconds. Pt said that they could decrease the stimulation, but they couldn't increase the stimulation. Pt noted that they charged both the controller and ins yesterday, so both the contro ller and ins were at 100% now. Pt only had group a with program 1 available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the message cleared.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.